Manufacturer narrative:
Correction: d.4.,h.4. Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) nurse reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized and diagnosed with peritonitis on (B)(6)2023. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2023 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 10,900 u/l) were collected, and the patient was diagnosed with peritonitis. The patient was admitted and treated with intraperitoneal (ip) vancomycin 1500 mg every three days, and ip ceftazidime 1500 mg daily for 15 days. The patient¿s peritoneal effluent culture result returned with ¿no growth,¿ however the patient¿s antibiotics were continued. The patient continued to undergo ccpd while hospitalized and is recovering from the serious adverse events. The patient was discharged on (B)(6) 2023 in stable condition and resumed utilizing the same liberty select cycler without reported issue. The pdrn attributed causality to an unspecified touch contamination event and the patient was provided with education. Per the pdrn, the serious adverse events were not caused by a fresenius device(s) and/or product(s) malfunction or deficiency.

Event description:
A peritoneal dialysis (pd) nurse reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized and diagnosed with peritonitis on (B)(6) 2023. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2023 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 10,900 u/l) were collected, and the patient was diagnosed with peritonitis. The patient was admitted and treated with intraperitoneal (ip) vancomycin 1500 mg every three days, and ip ceftazidime 1500 mg daily for 15 days. The patient¿s peritoneal effluent culture result returned with ¿no growth,¿ however the patient¿s antibiotics were continued. The patient continued to undergo ccpd while hospitalized and is recovering from the serious adverse events. The patient was discharged on (B)(6) 2023 in stable condition and resumed utilizing the same liberty select cycler without reported issue. The pdrn attributed causality to an unspecified touch contamination event and the patient was provided with education. Per the pdrn, the serious adverse events were not caused by a fresenius device(s) and/or product(s) malfunction or deficiency.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the serious adverse events of peritonitis (characterized by abdominal pain and cloudy peritoneal effluent fluid, which required hospitalization and antibiotic therapy. The pdrn confirmed the serious adverse events were unrelated to a fresenius device(s) and/or product(s), as causality was attributed to an unspecified touch contamination event. The patient continues to utilize the same liberty select cycler without any reported issue(s). Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. Based on the information available, the liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.